Manufacturer narrative:
Date of event is estimated.

Event description:
Information was received from a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. Patient reported he may be having problems with his stimulator. Patient stated his device was implanted to regulate the bladder. It was because he had a ¿spastic bladder¿ and had issues with frequency and that his urgency was quite severe. Patient stated the device was not controlling his symptoms. He was going every 15 minutes and the surgeon who implanted the stimulator was no longer a part of his network for insurance. It was also reported that prior to the call today, his stimulator was turned on and he had adjusted the 4 program settings and had tried increasing the intensity. He was not feeling stim in the correct area. Patient stated it seemed like the unit had not been anywhere near as effective as it was before. He could not feel the unit any more in his bicycle seat area but he could feel it further from that bicycle seat area or further back. He used to feel that ¿pulling feeling¿. There was no fall or trauma related to the event. Patient indicated he had hip surgery on (B)(6) 2017 and he wasn¿t sure if the surgery affected his sacral nerve that the stim was attached to. Patient stated his hip surgeon and anesthesiologist both knew that he had a device and had previous x-rays of the location of the device and lead. He was not sure if it hadn¿t been working right since his hip surgery or before the surgery. He was having problems with it before but presently, he was having more problems. Patient also mentioned he had transurethral resection of the prostate (turp) procedure. There were no further complications that have been reported as a result of this event.